Manufacturer narrative:
The investigation have been finalized. According to the information provided by the technician, the issue was related with fresh gas pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure. As the customer did not accept the quotation, the service have not been carried out - no parts have been replaced. Vaporizer inlet/outlet valve test is related with pressure reading of the malfunctioning pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed pressure transducer test and vaporizer inlet/outlet valve test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).